Event description:
It was reported that the customer's bg value displayed as displayed as "low"; however, specific value was not provided. Cause of low bg was unknown. Customer consumed carbohydrates and juice to address bg. Customer loss consciousness and emts were called, they checked vitals and bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.